Manufacturer narrative:
Eval: results: the complaint was confirmed. As returned, the leads were cut and had broken wires. The extension was cut. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-08177. The pt rec'd the scs system on (B)(6) 2010. It was reported that the lead had high impedance and the pt lost stimulation to the right side of his back. During the lead replacement procedure the physician cut another extension were replaced by two new leads and an extension.